Manufacturer narrative:
Analysis of programming history.

Event description:
During review of internal programming history, it was noted that a vns pt left their office at unintended therapy following an interrupted systems diagnostic test on (B)(6), 2007. The pt's settings were corrected at the next office visit on (B)(6), 2007. The site is aware how to avoid this event by interrogating before and after any testing.